Event description:
As reported (B)(6) 2013, a patient of unknown gender and age presented for an endovenous laser treatment. It was reported that during the procedure, the tre-sheath fractured inside of the patient. The treating physician successfully retrieved the fractured piece, and successfully completed the procedure using a new of the same device. There was no report of permanent harm or injury to the patient due to this event. It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).